Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the ok keypad button's delayed response was not confirmed or duplicated; all of the keypad buttons responded appropriately and were functional. The keypad buttons had spring back and click. There was evidence of contamination found under the all of the button contacts.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok keypad button had a delayed response. The patient reportedly wore the pump in a pocket and cleaned it with a dry wipe. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.